Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, no sensing/capture and high impedance were observed. Review of egms showed an episode of noise. Lead was repositioned due to dislodgement. During repositioning, the physician noticed that the lead's helix was not properly attached to the ventricle wall. When originally implanted.